Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened all the buttons dome switch. No scroll bars scrolling up noted. Device had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported that the buttons on the insulin pump were unresponsive. Customer reported that the scroll bar is not moving up or down and the numbers are not ramping. Device was neither dropped nor exposed to moisture. Customer stated an alarm was in progress at the time the buttons were not responding. Customer stated that the buttons had a late response when pressed but seemed to be working now. No button error alarm found in the history. Blood glucose value was 110 mg/dl. Customer called back a few days later and reported that the up arrow button was not working. Customer had low blood glucose of 43 mg/dl; treated by drinking juice. Nothing further reported.